Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/13/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/30/2014 with the following findings:visual inspection revealed that moisture was present behind the display lens: the reported event was duplicated. The pump case was found to be damaged between the upper right corner of the display lens and the case seal; this device failure directly caused the reported event. The pump failed a leak test due to the aforementioned pump case damage. The pump case was removed, and evidence of moisture damage was observed on internal components. Related to the reported event, the pump powered on, as confirmed by the presence of the auditory and vibratory cues, but the display screen was blank due to the internal moisture damage.